Event description:
It was reported that "breakage of the glass vial of the device (pre-filled syringe) during implantation, with risk of injury to the operator and inability to use all the material contained in the syringe." Additional information received on april 22, 2026, indicated that "the patient was under anesthesia, and the procedure could proceed as planned with another syringe without awakening the patient, once the event occurred. The deflux metal needle was used. Indication for use was vur. The glass syringe broke at the root between the two small wings, at the beginning of the injection. No injuries nor adverse events were reported."

Manufacturer narrative:
(B)(4).